Manufacturer narrative:
Hill-rom technical support suggested replacing the engagement clip. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the engagement clip to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the CPR would not work. The bed was located in medsurg at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint: # (B)(4).